Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that header has been removed from the device. There were tool marks on the header and some of the feed through wires had been pulled out of the header and were missing. There was body fluid contamination in both lead barrels. All set screws were stuck in the up position. The right atrial set screw had a piece of wrench stuck in hex slot and the ra negative and rv positive set screw hex slots were rounded out. It was determined that these observations were induced during the explant procedure.

Event description:
Boston scientific received information that during a change out for normal battery depletion, the physician experienced difficulty loosening all set screws on the header. The physician broke off the header from the device and dis-assembled it to remove the leads. It was noted that the lead measurements tested fine through the new device and were able to remain in service. No adverse patient effects were reported.